Manufacturer narrative:
The lack of lot traceability prevents performing a device history review for any indication of mfg defect or anomaly that could have impacted on the event as reported. The complaint narrative describes the event as, "while placing a ureteral stent, and during use the bentson guide wire sheath stripped off the wire". The reported damage is confirmed. The specimen presents indications of ductile, tensile overload of the safety ribbon wire near the distal tip weld mass with subsequent episodes of stretching of the outer coil wraps beginning approximately 52.5 cm from the distal tip and extending to approximately 18.9 cm from the proximal end. The specimen also presents several bends/kinks of varying severity and frequency scattered over the length of the device. Approximately 14.25 cm of the safety ribbon wire proximal of the fracture is extending through the outer coil wraps approximately 136.1 cm from the proximal end. The distal 0.70 cm of the core wire is extending through the stretched coil; wraps approximately 143.2 cm from the proximal end. The ductile nature of the safety ribbon wire fracture, combined with the stretched coil damage, suggests the specimen cam into a constraint condition during the clinical use and was damaged during subsequent manipulation of the device. Based on the evidence presented by the sample and the info provided by the supporting documentation, it appears that procedural and clinical factors may have impacted on the event as reported.

Event description:
While placing a ureteral stent, and during use the bentson guidewire sheath stripped off the wire.